Event description:
It was reported when using the bd pyxis medstation system the hardware was failed. The customer stated that this malfunction occurred while the user was trying to remove medications and causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a hardware failure. The field service engineer assisted the customer with clearing out a ghost failure on remote manger by force failing and the process of recovering to resolve this issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.